Manufacturer narrative:
Customer name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that noise appeared in the image during reprocessing involving an olympus xenon light source. There was no patient involvement reported.